Manufacturer narrative:
Update 16-september-2019: clinical expert evaluated the case and concluded that clinical setting were too aggressive and patient did go into sun 4 days following event. Further product investigation has found so far that the 2 issues of patient injury on one day, and the system giving a "pop" sound with a smell of smoke on the next day - are unrelated events. The clinical analysis has concluded that user mis-use of the system was responsible for the patient burn. Furthermore, the manufacturer's analysis of the resurfx module responsible for delivering the light energy to the patient was working well with no defects detected. Thus, it is found that system malfunction is not the cause of the reported injury. The patient sustained burns that were caused due to user error. The symptoms were enhanced after an exposure to the sun 4 days after the treatment. The investigation done by lumenis concluded that no malfunction had occurred nor contributed to the event. Lumenis is closing this complaint at this time, but will continue to monitor this failure mode; complaint trending will continue to monitor per global complaint handling sop (doc no. 34-01-04-00) and per post marketing surveillance procedure (doc no. 1005539). Should new information become available, the complaint record and medwatch report will be updated accordingly. Corrections: this event MDR was initially reported as an adverse event as well as product problem/malfunction. Further evaluation of the event, as well as subject device evaluation, had determined system malfunction not to be the cause of the event.

Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly to obtain patient information, treatment settings, and patient photographs, which were provided except for patient photographs. A lumenis technical expert reported that the user facilities subject device was replaced with a lumenis demo unit and that the actual subject device is being returned to the manufacture for further investigation and analysis to determine a probable root cause of the reported event. A lumenis clinical director is currently reviewing the reported event details and patient treatment settings to determine the appropriateness of treatment. Based on the information that is currently available, a probable root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR when the investigation has been completed.

Event description:
A user facility reported that one (1) patient sustained redness to the forehead and complained that the face area "felt hot" following resurfx treatment with a lumenis m22 laser for pigmented lesions. It was further reported that aloe and hydrocortisone cream was applied to the face following treatment at the user facility. Additionally, the patient was reported to have been in the sun at the beach, four (4) days following treatment. The user facility additionally reported that on the following day of the reported event, and upon completion of a tx on a different patient, the treatment room started to smell like smoke, that something was burning from the subject device. The device operator's eyes were reported to have become irritated and within five (5) minutes, a very loud "pop" sound occurred following with a bright flash of light coming out of the subject device. No report of injury was reported to have occurred on the patient nor the device operator following these events.